Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-operatively; two screws were broken at s1. A revision was done to remove the broken screws. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned device shows that the damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The origin of the breakage within the first months postoperatively can not be determined with the provided information. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.